Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00620005222, cup, lot # 61137242, item # 00630505032, liner. Lot # 61112257, item # 00785001600, stem, lot # 60908771, item # 00785901200, distal centralizer, lot # 61144867. Multiple reports have been submitted for this event. Please see associated reports: 0002648920-2018-00683, 0002648920-2018-00684.

Event description:
It was reported that a patient was revised due to dislocation approximately 9 years post implantation. Patient suffered recurrent dislocations. Office exam notes pain level of one out of ten and bursitis. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
The complaint was confirmed with the review of operative reports and radiographs. Three x-ray images were reviewed and indicated that there was a right total hip arthroplasty with acetabular inclination angle of 55.5 degrees and acetabular inclination angles greater than 50 degrees greatly increase the risk of dislocation. Possible asymmetric positioning of the femoral head within acetabular cup was noted. No dislocation was identified. The x-ray was most likely taken before the patient dislocated. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.